Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) was fractured approximately 46.5 cm from the hub. Conclusions: evaluation of the returned device revealed that the 3maxc was fractured. This type of damage typically occurs due to improper use of an already kinked device. If the 3max is forcefully handled at extreme angles during removal from the packaging, it may become kinked. If the kinked device is then used for a procedure, damage such as a fracture may occur. The device being kinked prior to use likely contributed to the device becoming fractured. The ace68 and the non-penumbra balloon guide catheter referred to in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 3max reperfusion catheters (3maxcs). During the procedure, prior to use, the physician noticed that a 3maxc was kinked approximately 40 centimeters from the proximal end upon removal from the package; however, the physician concluded that the 3maxc was usable. Thereafter, the physician steam-shaped a penumbra system ace 68 reperfusion catheter (ace68) and the 3maxc for about 20 seconds. The physician then advanced the ace68 through a non-penumbra balloon guide catheter towards the left middle cerebral artery (mca). While getting ready to insert the 3maxc into the ace68, the physician noticed that the 3maxc was fractured at the aforementioned kink part. Therefore, the 3maxc was set aside and the procedure was completed using a new 3maxc. There was no report of an adverse effect to the patient.